Event description:
It was reported that suturefix 1.9mm anchor was deployed by the surgeon into the joint and the first suture broke while tying the knot and when the second suture was taken to tie the knot it also broke. Since the anchor was already deployed it cannot be removed. No significant delay or patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.